Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported feeling the diathermy machine at work interfere with their implantable pulse generator (ipg). No follow up information was available; the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.